Event description:
A hospital in (B)(6) reported that there was a "disconnection" of the cap from the pressure relief valve of three rt329 infant continuous flow breathing circuits. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that there was a "disconnection" of the cap from the pressure relief valve of three rt329 infant continuous flow breathing circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices have been discarded by the customer. Our analysis is based on the additional information provided by the customer, the description of event and our knowledge of the product. The rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the cap in place. The pressure manifold is pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that it is likely that the luer plug fitted on the breathing circuit's pressure relief manifold became loose post production, possibly during transport. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently attempting to obtain further detailed information about the reported fault and timing of patient use. We will provide a follow up report upon completion of our investigation.